Manufacturer narrative:
Investigation conclusion: investigation conclusion: review of customer data shows a mixture of positive and negative results. Contamination or mix-up of samples suspected based on data review. Unable to determine root cause for atypical curve by data analysis alone. Internal testing of submitted patient samples was unable to duplicate customer complaint. All samples tested negative via solana and lyra sars (extracted). Root cause: could not duplicate with patient samples; contamination suspected. Source: phone and email.

Event description:
Reported false discrepant results for 1 patient. It is unknown if the patient ways symptomatic. The customer communicated that the patient tested positive with solana testing, and negative with another molecular (pcr testing) method.